Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01413. It was reported that the patient experienced ineffective stimulation due to lead migration at the lumbar level 4 and 5. Imaging revealed leads were pulled back. Also, system diagnostics showed invalid impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.